Manufacturer narrative:
The field service representative (fsr) replaced the level sensors and level module, assigned the module and retested the system. The unit operated to the manufacturer's specifications.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor was alarming. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the level detector module to lab use only (luo) testing equipment. The level module and alert/alarm level sensors were testing together to simulate the customers set up. The set-up was run and there were no issues. Looking at the data logs there are multiple occurrences of the sensors uncoupling which would cause the alarming that the customer was experiencing. The uncoupling was likely due to the mounting pad not being fully adhered to the reservoir.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.